Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 42mg/dl with confusion. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. The reporter noted that the patient had miscounted carbohydrates, had experienced a change in stress level, and had incorrectly manually calculated insulin dosage. No pump defects were found during troubleshooting and the patient was referred to their healthcare provider. Troubleshooting determined that the alleged bg excursion was related to diabetes management factors and was not related to any possible malfunction or misuse of the pump. On (B)(6) 2016 the patient's healthcare provider (hcp) contacted animas and requested the pump be replaced. Although the alleged bg excursion was determined to be associated with diabetes management factors, this complaint is being reporter based on the hcp's insistence that the pump be replaced due to this issue.